Event description:
The locking nut that secures patient helper frame to trapeze backed up and trapeze fell from frame onto patient.

Manufacturer narrative:
The trapeze was the only piece returned for evaluation. The frame was not returned for evaluation.